Event description:
According to the customer, "for three incidents, the plastic where you place your two fingers broke off. The patient was not injured or affected".

Manufacturer narrative:
According to the customer, "for three incidents, the plastic where you place your two fingers broke off. The patient was not injured or affected". A sample is not available for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.